Manufacturer narrative:
Evaluation summary: the reported gap observed between the tapered tip and graft cover during tracking of the device, could not be confirmed during analysis, as the event occurred in vivo. The returned device did not show any significant damage in the area of the tapered tip and graft cover and no gap was observed when the external slider was rotated to the home position. The root cause of the event could not be conclusively determined; however a contributing factor may have been due to the patient¿s anatomy of calcified bilateral iliac arteries.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a 50 mm saccular thoracic aortic aneurysm. The proximal neck was 28 mm in diameter. The iliac arteries were calcified bilaterally. It was reported that the delivery system was attempted to be inserted first from the right femoral artery, but it was stuck on the calcification and could not advance further. The physician tried to deliver the device from the left femoral artery, but again the delivery was unsuccessful. After the delivery system was removed from the patient angiography showed a crack in the calcification in the right external iliac artery, and another manufacturer's 8mmx4cm stent was implanted at the end of the procedure. No additional clinical sequelae were reported and the patient is being monitored. The physician commented that they thought the device would work fine based on the measurements of the vessel size, but the actual delivery was harder than expected. A gap between the tip and the sheath seemed to be stuck on the calcified site.